Event description:
Tass after cataract surgery. Pt underwent cataract extraction with iol; was noted to have tass on pod1. The only independent variable noted was the use of a previously unused (but cleaned / processed / sterilized) akahoshi 27ga canula for hydrodissection.